Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012, 21:51:26. During night drain cycle three, the patient's ultrafiltration reading was 47539ml, indicating the home patient (hp) drained 47539ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. Upon further investigation, the uf reading from drain four was added into the uf reading for drain cycle three due to the patient ending therapy early. The drain volume of drain cycle three was 2324ml, which does not meet iipv criteria.¿ however, the patient ended therapy with a patient volume of -47212ml and they started drain four with a patient volume of 1999ml. This indicates a drain of 49211ml, which does meet iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The assignable cause was determined to be an unexpected high ultra-filtration (uf). If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4).